Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('all your pain is the essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thought blocking ("I go blank mid sentence"), feeling abnormal ("foggy all the time"), headache ("worse headache"), neuropathy peripheral ("random neuropathy"), alopecia ("hair loss") and crying ("cried"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, thought blocking, feeling abnormal, headache, neuropathy peripheral, alopecia and crying outcome was unknown. The reporter considered alopecia, crying, feeling abnormal, headache, neuropathy peripheral, pelvic pain and thought blocking to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on an unknown date: result was not provided. Magnetic resonance imaging brain - on an unknown date: result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(4)2020: social media report received :the events ¿I go blank mid sentence¿, ¿foggy all the time¿, ¿worse headache¿ ,hair loss and ¿random neuropathy¿ . Reporter information was added. Lab data was added. Proceed with fu-up 4 and 5 on (B)(4)2020: with fu 3. On (B)(4)2020: social media: new reporter and event cried added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('all your pain is the essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: case became incident. Essure removal details are added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.